Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient received unspecified antibiotic(s) (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the peritoneal dialysis catheter was replaced. Twenty-five days prior to the receipt of this report, the patient was discharged from the hospital. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a damaged patient adapter. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to the titanium adapter becoming separated from the transfer set. It was not reported if the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. The patient was reported to be recovering from this event. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Patient¿s age at the time of the event: the patient was reported to have been in their 60¿s. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.